Manufacturer narrative:
The country of origin (B)(6). The customer received a vacuum nozzle alarm. The field service engineer cleaned and adjusted the vacuum solenoid and nozzle. Instrument checks were performed and within specifications.

Event description:
The initial reporter received questionable sodium results from the cobas 8000 cobas ise module. The initial result was 117 mmol/l and the repeat result was 129 mmol/l. It was unknown if the questionable result was reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.